Event description:
On 28 may 2008, the distributor reported that during receipt of the product it was noticed that the screwhead was loose. The malfunction, screw disassembly has resulted in an adverse event in the past.

Manufacturer narrative:
Event did not occur in surgery. Requests have been made for the return of the product. Evaluation is pending upon the return of the product.